Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a ((B)(6) years old (B)(6) male had impella 2.5 pump inserted in the right axillary. The patient had hemolysis during pump support and was treated with 20 units of blood transfusion.